Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that the button to dispense the insulin was hard to press on the pen ndl 32g 4mm pro 100 box ap. This occurred on 10 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "after attaching the needle on the pen, the user found insulin drop on the needle tip but while she was trying to push the insulin button, it was very hard to push the button. She thought the needle was clogged. She attached the needle aligned with the pen and the pen-end needle was not bent. She was very well recognized about how to use the pen and has been using bd pen needle for 10 years."